Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the caps were missing from the patient line and drain line. The event was discovered during set-up. The patient was not connected to the device. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection (photo only) was performed with naked eye and magnification with issues noted: missing pull ring caps on patient line connector and drain line port. Product did not meet specification. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.